Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device did not shock in a defibrillation attempt. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional information has been requested.

Manufacturer narrative:
This report was discovered to be a duplicate of (B)(4) submitted as MDR number 1218950-2020-01697. Device investigation is pending, and will be updated as part of 1218950-2020-01697 upon completion. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.